Event description:
A report was received that the patient was experiencing right sided back pain. The patient underwent a lead revision wherein a new lead was added. The patient was doing well postoperatively.